Event description:
First central line attempted and in place. Unable to remove needle over wire, had to remove entire catheter on second attempt, line placed but when attempting to remove guidewire it "stuck" and took considerable amount of force to remove. Second catheter remained in place. Company accidently threw the first set out but have the needle & guidewire from second kit.